Event description:
Terumo medical corporation received the following information: it was reported that they had a percutaneous coronary intervention (pci) via radial access. Procedure completed and patient moved to recovery area without issue. 13cc of air was reported in the tr band. Orientating nurse removed 1cc at 1950. Patient assessment showed no issues. 1cc removed at 2010 and another at 2025. No issues. Lead rn was advised by orientating nurse that the tr band had no more air in it. Patient was assessed and confirmed no air in the tr band, no bleeding or hematoma noted. Patient was assessed and no issues. Tr band was removed and bandage applied. There was no blood loss.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . E3: occupation: materials management. H4: device manufacture date: unknown due to unknown lot number. The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.